Manufacturer narrative:
The ventilator was investigated on site and water was found in the air gas module. The hospital was instructed to change the air gas module. No goods have been received for investigation. Experience form investigated air gas modules which been affected in the same way by water, have failed in the same manner. From the log files and problem description we conclude that the water has caused a delta pressure transducer on a printed circuit board inside the gas module to fail. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The most probable source of water into an air gas module is moist air from the hospital's external compressor. According to the user´s manual maximum levels of water,(h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The received device logs confirm the reported event and the fault could be traced back to june 16. Therefore the ¿date of event¿ will be determined to (B)(6) 2019.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that abnormal noises were coming from the ventilator. There was no patient harm. Manufacturer ref. #: (B)(4).